Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 2.75x38mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the proximal rca. However, it was noticed that distal stent struts were lifted. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.